Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple patient procedures? Unclear for pc-001179035 since it has 3 ips is this for the same procedure? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide information requested above for each patient event. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? What is the quantity involved per procedure was there any adverse patient consequence(s) or subsequent medical/surgical intervention?

Event description:
It was reported that a patient underwent a labor and delivery procedure in 2022 and suture was used. During the procedure, the needle got detached from the suture. Another like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was requested.